Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for non-obstructive urinary retention it was reported that the patient stated that the sales rep had the patient turn on the old system and is now doing bilateral stimulation. Patient stated that both devices are at a low setting, but she feels that the shocking is too much. Patient says that since the old device was turned on, she has been getting cramping in her leg, foot and toe. Patient feels like she was seeing better results without the old system, on the newer system on program 4, and at stimulation 1.5. Patient was questioning if she could go back to that setting. Patient stated decreasing stimulation however the cramping continued. No further symptoms or complications reported.